Event description:
A needle breaking under subcutaneous abdomen [device breakage]. Case description: novofine needle (class iia). Spontaneous report rec'd from china and reported by a consumer as "a needle breaking under subcutaneous abdomen". It concerns a pt treated with novofine (30g) (needle) (drug first dose unk, drug stop date unk) for "device therapy". Hospitalization dates: **enter to/from dates or (dates unk)** the event occurred in 2008. The pt started insulin treatment in june by injection of 3 times per day. He had used only 6 needles in total from the beginning of treatment until the end of that month, when he experienced a needle breaking under subcutaneous abdomen, due to his repeating use of the needle. The pt considered that novo nordisk has at least partial responsibility for this event, and asked for compensation. The overall outcome is reported as "not reported". Novo nordisk causality: reportable.